Event description:
The patient reported experiencing elevated blood glucose on 11/27/2007. He stated that at 12:44pm his blood glucose measured 293 mg/dl and he bolused 7.5 units to lower his blood glucose and compensate for his lunch. His blood glucose then elevated tod 455 mg/dl. His normal blood glucose range ID 75-125 mg/dl. To troubleshoot, the patient was instructed to disconnect from his infusion site and to bolus 2 units of insulin. No insulin dripped from the infusion tubing. The patient then primed 12 units of insulin and was able to see insulin drip from the infusion tubing. He then reconnected to his infusion site and stated he would administer an insulin injection to lower his blood glucose. The patient called back in 2007, and stated that his blood glucose remains elevated and has been as high as 485 mg/dl. He stated he has used his abdomen as an infusion site since 1993 and he has scar tissue. He was advised to change his infusion set and to try using another area as an infusion site. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation..

Manufacturer narrative:
No products will be returned for evaluation.